Event description:
The ventilator stop with high priority alarm showing the tf 446029 446024 1746004 1446029 1485001. The attached log files you can find the log of the ventilator as found - after change the control board - after se upgrade adn calibration.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be a defective vu processor board which was replaced. There was no patient or user harm reported.